Manufacturer narrative:
Concomitant medical products: 50ml baxter bag ndc 0338-0049-41, lot p350421, exp jun 2017, 0.9% sodium chloride injection and 5ml bd syringe, therapy date: (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported leaking from the anti-siphon valve of an extension set following the administration of ativan 4.2 mg in 2.1 ml that infused over 5 minutes. The leak was noted prior to the saline flush and fluid was noted on the floor; there was no patient harm.

Manufacturer narrative:
The customer¿s report of leaking from the anti-siphon valve was confirmed. Visual inspection observed no anomalies. Functional testing observed a leak at the engagement between the bottom of the anti-siphon valve and tubing sleeve components. The observed leaking is due to excessive pressure being able to be exerted during the push of the fluid from the 10ml volume syringe. The root cause of the observed leaking from the anti-siphon valve on the administration set was from excessive pressure being exerted during the push of the fluid from the attached 10ml syringe.

Event description:
The customer reported fluid leaked from the IV set at the anti-siphon valve after an infusion of ativan 4.2 mg in 2.1 ml over 5 minutes. The leak was noted prior to the saline flush and fluid was noted on the floor; there was no patient harm.